Event description:
It was reported that the implants were removed due to loosening that caused pain for the pt. A revision prothesis was used after removal.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.